Event description:
Patient and nurse report the pump, serial number (B)(6), was showing air in the line. Tubing was replaced. Pump is used for hyqvia. It is unknown if patient missed a dose. Patient did not have an interruption in therapy, the pump eventually finished the infusion. The device is available for investigation and the pharmacy did replace the device. It is unknown if the md is aware. No further information, details, or dates provided. Indication: common variable immunodeficiency, unspecified.